Event description:
Patient revised due to possible fracture to neck of femur. This complaint is still under investigation, corin will notify the FDA of the results of this investigation once it has been completed.

Manufacturer narrative:
Addition information has been requested from the reporting site.